Event description:
It was reported that the customer experienced low blood glucose levels. Customer's blood glucose level at the time was 46 mg/dl. He treated with orange juice and food. The customer stated that after he treated, his blood glucose level went up to 202 mg/dl. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.